Event description:
Boston scientific crm received information that four days post implant, this right ventricular (rv) lead exhibited increasing threshold measurements and decreasing sensing measurements. It was noted that this lead was not secured and a lead revision was performed. This lead was explanted and a new lead was successfully implanted. Other than the procedure, no adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Upon receipt at boston scientific crm, visual inspection noted the complete lead was returned. The lead passed conductor resistance, high potential, and insulation pressure testing, confirming the conductor and insulation were uncompromised and intact.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.